Event description:
0.5% marcaine infused into the pt in 24 hours and not 48 hours as expected after shoulder surgery. The pt experienced lethargy and orthostatic hypertension (decrease in blood pressure). It is not known if the over infusion is the direct cause of these symptoms. The pt is also anemic and had fallen three times prior to the procedure. The dressing was dry, there were no signs of the pump leaking. No add'l treatment was given.